Event description:
It was reported to covidien on 12/11/2008 that a customer had an issue with a foley catheter. The customer reports that the catheter broke inside the patient. The customer reports the catheter broke in two pieces inside the patient. The patient underwent a cystoscopy to have the one half of the catheter removed while the other half was found in the patient's bed. The catheter was inserted in 2008. The patient is recovered, but still has swelling. The patient was being hospitalized, and was under sedation at the time of the event.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.